Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge intermittently did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 260 mg/dl.